Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (278mg/dl), with ketones, and the reason was unknown. The customer was still at school, and therefore troubleshooting could be performed. The customer's contact believed that there might be an issue with the site, and mentioned that there were no alerts, or alarms in the pump history. Tandem's technical support explained the process of replacing the site. Recommendation was also made to call back when the customer returns home, if the issue has not been resolved.